Event description:
This is a spontaneous case report received from a medical doctor in united states on 21-feb-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain. Follow-up received on 21-feb-2014 patient's information was updated. On (B)(6) 2012 essure was inserted with lot number 825626. On an unspecified date (mid-year last year), the patient started having pain. In (B)(6) 2013 hysterectomy was performed. Patient had asked for coils and doctor did give patient coils. Doctor at the time of removal said that placement was good. Case correction and ptc investigation result received on 06-mar-2014: upon receipt of follow-up information on 21-feb-2014, the case was upgraded to serious and a narrative was created. This is a spontaneous case report received from a medical doctor in united states on 21-feb-2014 which refers to a adult (>=18y & <65y) female patient who received essure (fallopian tube occlusion insert) and experienced pain . No information given on patient's history, past drugs and concurrent conditions. It was not reported whether the patient received any concomitant medication. On (B)(6) 2012 the patient had essure (fallopian tube occlusion insert) inserted, lot number 825626. On an unspecified date (mid-year last year), the patient started having pain. In (B)(6) 2013 hysterectomy was performed. Patient had asked for coils and doctor did give patient coils. Doctor at the time of removal said that placement was good. Reporter causality: the relationship between pain and essure was not reported. This adverse event report is related to a product technical complaint (ptc). The bayer global reference number for the ptc report was (B)(4). Final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, "processing essure cases in dev@com." Medical assessment the medical event reported is a possible undesirable event with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for further technical investigation. (B)(4) additional ae case reports have been received to date in relation to batch no. 825626 but none of these cases refer to a similar type of event. No batch signal could be identified at this time. The review of the lot history records found that the product met product release specifications. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow-up information was received on 04-mar-2014. Patient's weight and height were provided. This report refers to a (B)(6) female patient. Concomitant condition included obesity. She had 02 pregnancies and 02 live births. It was reported that she experienced dub (interpreted as dysfunctional uterine bleeding), dysmenorrhea and chronic pelvic pain since essure insertion in 2012. On an unspecified date an ultrasound was performed and showed normal placement. A right ovarian cyst pain required pain medication and the patient requested hysterectomy to have essures to be taken out of her body. On (B)(6) 2013 she underwent tah, rso (interpreted as total abdominal hysterectomy, right salpingo-oophorectomy). Normal placement was noted during surgery with no evidence of perforation or signs of inflammation grossly. Uterus weighed 195 g, adenomyosis and begin cysts right ovary were reported. After removal, the patient's symptoms/pain resolved. The patient felt much better. No further information was provided. Follow-up received on 11-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(4) 2015 (FDA reference number: (B)(4)). Consumer reported that her symptoms started with feet swelling and putting on a few pounds. So she decided to join a gym and lose some weight for her upcoming wedding. Two months into working out (3-5 days a week) her heart rate was racing, her blood pressure was dropping and not to mention she is gaining more and more weight even though she has cut calories and started doing intense boot camps. Her physician sent her to do a stress test because something wasn't right. Stress test showed everything to be normal. Consumer states that this went on for the next 7 months and is now the new norm for her. Consumer started having vision changes to where she could hardly drive her car. She could not determine how far away she was from other vehicles (this went away after essure removal). Consumer also reported brain fog and states that she knew she had done things, but she couldn't find words to express herself of what she had done most days. It is like she was in a constant state of being so drunk but never drank a drop. Her husband to be thought she was going crazy (this too went away after essure removal). In addition, consumer reported brain shocks, memory loss, looking 8 months pregnant, vibrations in the vagina area, hair loss, severe acne, looked like she had aged 20 years in a few short months, hair felt like straw, everyday feeling like she had the flu, low grade temperature at all times and informed that all went away after essure removal. Company causality comment: this medically confirmed, spontaneous case report identified during monitoring of postings in FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain/ chronic pelvic pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. A hysterectomy was performed and essure devices were removed. She stated that after removal, she felt much better. Considering the event's nature and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. According to medical assessment, the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Additionally, non-serious events were reported.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.